Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. The alarm did not sound when the magnet was removed from the magnet plate. The alarm did not sound when using a working sensor pad with weight off the sensor pad. The alarm sounded with weight on the sensor pad. After a few seconds, the alarm stopped sounding and then would sporadically sound when using the sensor pad or the magnet. (B)(4).

Event description:
Customer reported the alarm does not sound when the magnet pull cord is detached. Batteries have been replaced. No visible damage to the outside of the alarm. Customer discovered issue during use, but did not provide a date. No pt incident or injury was reported.